Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-9545-t15-03 driver shaft has been twisted. This was discovered after a case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual inspection of the drive geometry of the distal end of the driver shaft, t-15, long was twisted. -functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred from repeatedly torquing/engaging the driver within the screw head, as well as extended use in the field. Manufacturing date 2017.